Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock lead impedance measurements on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) were high and out of range. Boston scientific technical services (ts) discussed commanded shock delivery to test rv lead integrity if further evaluation was requested. No adverse patient effects were reported. This device remains in service.